Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of sample did not reveal any evidence of leakage or fracture. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of reet0611 showed one other similar product complaint(s) from this lot number. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "a patient attended the unit for assessment of a PICC line due to dressing saturated with clear fluid. On removal of dressing skin intact. No redness or swelling. No tenderness above entrance site only on movement of securacath. On flushing line clear fluid noted leaking from site. For this reason PICC fracture suspected. Due to no availability of a linogram to confirm a fracture decision taken to remove PICC line. On removal of PICC line white pus oozing. Swab sent for o@s. Removed PICC line showed no obvious fracture and no leaking noted on flushing. Tender under securacath/exit site ¿ white puss near securacath/exit site when removing device. Securacath painful and patient needed lidocaine for removal. No PICC slots this week await ir to replace."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported, "a patient attended the unit for assessment of a PICC line due to dressing saturated with clear fluid. On removal of dressing skin intact. No redness or swelling. No tenderness above entrance site only on movement of securacath. On flushing line clear fluid noted leaking from site. For this reason PICC fracture suspected. Due to no availability of a linogram to confirm a fracture decision taken to remove PICC line. On removal of PICC line white pus oozing. Swab sent for o@s. Removed PICC line showed no obvious fracture and no leaking noted on flushing. Tender under securacath/exit site: white puss near securacath/exit site when removing device. Securacath painful and patient needed lidocaine for removal. No PICC slots this week await ir to replace."